Event description:
It was stated that the customer was hospitalized for high blood glucose levels above 500 mg/dl and vomiting. It was stated that the buttons were responding and then the insulin pump froze. Troubleshooting was performed and the buttons remained unresponsive. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.